Manufacturer narrative:
On 9/6/2016 - we have requested the device be returned to the manufacturer for evaluation. To date, we have not received the product. On 11/2/2016 -manufacturers narrative: heating pads are to be used in a flat condition. It should be draped over the section of muscle to be treated. The heating pads are not to be scrunched or used in a condition other than flat. Ib has this use pattern defined. The vendor and heating pad design has changed. We will not be producing this design any longer.

Event description:
On 9/1/2016 - a representative from (B)(6) hospital claims that a patient using the product melted while in use. The patient was at home and was using the product at the time. No injury or property damaged occurred.

Manufacturer narrative:
We have requested the device be returned to the manufacturer for evaluation. To date, we have not received the product. Device not returned to manufacturer.

Event description:
On (B)(6) 2016 a representative from (B)(6) hospital claims that a patient using the product melted while in use. The patient was at home and was using the product at the time. No injury or property damaged occurred.